Manufacturer narrative:
The user reported signal loss. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This also serves as a correction report. Section d1(brand name) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A loss of signal was reported with the abbott diabetes care (adc) device in use with xiaomi note phone with android operating system version 13 and app version 2.12.0.11314 and the customer was unable to obtain glucose readings. The customer was not alerted of changes in glucose level and experienced hypoglycemia, intense sweating, convulsion, and a loss of consciousness. A capillary blood glucose result of 26mg/dl was observed on the hcp meter. The customer was unable to self-treat, requiring treatment of fast absorption glucose injection provided by the healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A loss of signal was reported with the abbott diabetes care (adc) device in use with xiaomi note phone with android operating system version 13 and the customer was unable to obtain glucose readings. The customer was not alerted of changes in glucose level and experienced hypoglycemia, intense sweating, convulsion, and a loss of consciousness. A capillary blood glucose result of 26mg/dl was observed on the hcp meter. The customer was unable to self-treat, requiring treatment of fast absorption glucose injection provided by the healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.